Event description:
It was reported that when dr (B)(6), put on the mis distal adapter jig, the modular femoral cut block was "sticking to the adapter jig" when trying to get it off. It did not involve an intra/post op adverse event to the pt.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.